Event description:
Information received by medtronic indicated that the customer had pump error 15 (the critical block and inverse critical block did not add to zero) for the second time. The customer also received pump error 22 (the saved user-settings in flash are corrupt) and pump error 14 (software error detected). The customer also received battery failed alert. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to successfully clear the alarm. The customer will discontinue the use of the device. The product will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version 6.5v. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged unexpected failed battery alert/battery failed alarm, pump error 14 alarm, pump error 22 alarm and pump error 15 alarm found on 17-mar-2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored and no unexpected failed battery alert/battery failed alarm, pump error 14 alarm, pump error 22 alarm and pump error 15 alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 03/16/2023 22:33:00.000, 03/17/2023 01:18:00.000, 03/17/2023 01:59:00.000, 03/17/2023 01:59:40.000. Insert battery alarm was recorded and found in the formatted history file on: 03/17/2023 01:59:57.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 03/17/2023 01:17:01.000, 03/17/2023 01:58:40.000, 03/17/2023 01:59:40.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 22-mar-2023 at 06:21:59 am. There was no power data available for the event date of 17-mar-2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. There was no pump error 14 alarm and pump error 22 alarm recorded in the formatted history file on the event date. However, pump error 15 alarm (file number: 0 line number: 1938) was recorded and found in the formatted history file on: 03/17/2023 01:16:57.000, 03/17/2023 01:27:00.000. Pump error 15 alarm (line number 1938 file number 0) was due to software error as per global logic analysis (esf# (B)(4)). Please see below for pump errors/alarms noted 1 week prior to the event date 17-mar-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 03/12/2023 01:39:00.000, 03/12/2023 01:49:00.000, 03/15/2023 22:34:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 03/16/2023 22:08:06.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor1 alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unexpected failed battery alert/battery failed alarm, pump error 14 alarm and pump error 22 alarm were not confirmed. However, pump error 15 alarm (file number: 0 line number: 1938) was confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.